Event description:
It was reported that a pulsed field ablation procedure was performed with a farawave catheter. The farapulse procedure was completed successfully. The procedure was performed with general anesthesia. The physician did not note anything remarkable or unique about the procedure. Pulmonary vein isolation (pvi) and posterior wall (pw) ablation was performed. Use of the device to perform pw ablation constituted off-label use, as the catheter is only indicated to perform pulmonary vein isolation per the instructions for use (IFU). Three days post procedure, the patient returned with bilateral alveolar hemorrhage. The patient was admitted and intubated. Blood was drained from the lungs. The patient expired a few days after the finding. Approximately seven days passed between the procedure and the patient death. The official cause of death was not determined. The farawave catheter is not expected to be returned for analysis as it was disposed.

Manufacturer narrative:
B3: date of event: estimated as the date of event is unknown. B2: date of death: estimated as 7 days after the estimated date of event as it was noted that approximately 7 days passed between the procedure and the patient death. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the lot number is unknown, we are unable to provide the full unique identifier (UDI) and other specific product information.